Event description:
Device 1 of 2. Please see MFR report # 1627487-2010-02614 for device 2. On (B)(6) 2008, the pt was implanted with an scs system. The pt 's nephew jumped on his back in (B)(6) 2010. Since then, his stimulation has gradually changed and now he can no longer feel any stimulation at all. Invalid impedance was observed on a couple of contacts at first. Eventually, all contacts became invalid. On (B)(6) 2010, the doctor went in to replace the ipg only. During the revision, it was discovered that the lead was frayed and the number 9 contact was missing and assumed to be stuck in the header of the ipg. The doctor removed the ipg and closed the pt back up with the lead still implanted. The lead was revised on (B)(6) 2010. A strain relief had been created with the lead but no anchors had been used.

Manufacturer narrative:
Device eval 1 of 2. Please see MFR report # 1627487-2010-02614 for eval of device 2. Eval, method: a visual inspection and functional testing were performed. The device history and sterilization records were also reviewed. Results: a terminal end electrode was observed inside the 9-16 port. The lead frame wire for channel 16 is broken at the header feed through. There was also discoloration in the upper septum and scratches on the can. The ipg could communicate with the lab programmer but failed the auto test. The device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the complaint about "no stimulation" was confirmed; as received, the ipg lead frame wire from channel 16 is broken at the header feed through, causing the auto test to fail. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.